Event description:
Per the physician, the patient developed a scab at the site of the fixture, debridement was completed and oral antibiotics were administered. The scab returned and the patient underwent revision surgery (B) (6) 2010 to remove the scab. The implanted fixture remains.

Manufacturer narrative:
(B) (4)